Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported unit will not work on back up battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 29oct2019. Date of report: 30oct2019. The service technician confirmed the reported issue was resolved by replacing the backup battery. The unit passed extended self-test (est) and the required test of the performance verification successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.